Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unk maxim tibial tray, unk maxim femoral, unk patella. Reported event was confirmed by review of x-rays and revision op notes. Review of revision surgery op-notes noted confirmed that the bearing showed signs of wear and it had fractured. The lateral one-fourth of the patella button was found fractured and the fractured piece was removed. Review of the provided x-rays also indicated that tibial subsidence had occurred. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Insufficient information provided. Unable to perform complaint history search. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event was previously reported on manufacturing report number 0001822565-2017-04817. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Products not returned.

Event description:
It was reported that the patient was revised to address pain and discomfort. No additional patient consequences were reported.